Manufacturer narrative:
The reported event is confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. A potential root cause for this failure could be "exposure to petrolatum based lubricant or other degrading materials". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst". "Valve type: use luer slip tip syringe. Do not use needle" the actual/suspected device was evaluated.

Event description:
It was reported that the tip of the foley catheter was broken. The device was used on the patient. Per follow-up information received from ibc on (B)(6) 2021, stated that the device was used on the patient. Per sample evaluation from the investigator via email on (B)(6) 2022, the catheter was found to have a pinhole in the balloon.